Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had pectus excavatum which seemed to distort the heart anatomy. Measurements for the laa were recorded prior to the transseptal puncture (tsp) and were found not to sit within the parameters of the instructions for use (IFU). The decision was made to proceed with the case. There was a pericardial effusion noted prior to the tsp which was continuously monitored. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the first deployment, the position was not optimal so the device was partially recaptured but came slightly proximal. The device was then fully recaptured which resulted in a tear of the laa. The patient's blood pressure dropped as the pericardium filled resulting in tamponade requiring immediate surgery. The surgeon was able to repair the tear and excise the laa. The patient was extubated on (B)(6) 2021 and was neurologically intact. The patient is recovering in the hospital.

Manufacturer narrative:
H6: evaluation conclusion codes - updated from known inherent risk of device to failure to follow instructions as it was reported that the measurements for the left atrial appendage (laa) were recorded prior to the transseptal puncture (tsp) and were found not to sit within the parameters of the instructions for use (IFU). The watchman delivery system IFU notes: a baseline measurement by means of appropriate imaging modality should be performed to verify that a watchman closure device may be implanted. The decision was still made to proceed with the case despite the measurements of the laa not sitting within the parameters of the IFU.

Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The patient had pectus excavatum which seemed to distort the heart anatomy. Measurements for the laa were recorded prior to the transseptal puncture (tsp) and were found not to sit within the parameters of the instructions for use (IFU). The decision was made to proceed with the case. There was a pericardial effusion noted prior to the tsp which was continuously monitored. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the first deployment, the position was not optimal so the device was partially recaptured but came slightly proximal. The device was then fully recaptured which resulted in a tear of the laa. The patient's blood pressure dropped as the pericardium filled resulting in tamponade requiring immediate surgery. The surgeon was able to repair the tear and excise the laa. The patient was extubated on (B)(6) 2021 and was neurologically intact. The patient is recovering in the hospital.